Event description:
It was reported that the health care professional (hcp) had concerns about crosstalk signals on this right ventricular (rv) lead. Technical services (ts) reviewed the device data and determined that crosstalk was noted in the rv channel on the presenting electrogram (egm). Ts provided reprogramming recommendations for the sensitivity and blanking settings in the rv channel. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was explanted due to a product performance issue. The procedure was successfully performed and the lead was replaced with another model. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.